Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient who was on a comfort care dose of morphine (30mg/30ml) was noted to be "gurgling" with an unspecified rr (respiratory rate) when the md ordered the infusion rate to be changed to 7ml/hr. The patient had atropine ordered for secretions however the medication had not yet arrived to the nurses station. The family was concerned about the patient's "gurgling" and rr. Approximately 10 minutes after the rn made the rate change and left the room she was informed by the family that there was air in the line. When the rn returned to the room to address the air in line she noticed the infusion rate was set at 125ml/hr. The rn asked the family how this change happened and they stated they didn't know "the pump just changed by itself". The rn noted the pump was turned off, the bag was empty and there was only medication left in the tubing. The patient's rr was 19 and continued to stay at that rate for the next hour while the pump remained off. The infusion was later restarted on a new pump and the patient's rr had not changed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The event description states the device was running at rates of 7ml/hr and 125ml/hr, however the pump module event log only showed rates of 100ml/hr during the time of the reported event. The pump module event log showed that it was attached to a different pcu at the time of the reported event. This pcu and/or its logs were requested, however the customer declined to provide them. The pcu event log contained no obvious programming errors that would result in the reported event, however it is possible that the received pump module was not the device in use at the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that a patient who was on a comfort care dose of morphine (30mg/30ml) was noted to be "gurgling" with an unspecified rr (respiratory rate) when the md ordered the infusion rate to be changed to 7ml/hr. The patient had atropine ordered for secretions however the medication had not yet arrived to the nurses station. The family was concerned about the patient's "gurgling" and rr. Approximately 10 minutes after the rn made the rate change and left the room she was informed by the family that there was air in the line. When the rn returned to the room to address the air in line she noticed the infusion rate was set at 125ml/hr. The rn asked the family how this change happened and they stated they didn't know "the pump just changed by itself". The rn noted the pump was turned off, the bag was empty and there was only medication left in the tubing. The patient's rr was 19 and continued to stay at that rate for the next hour while the pump remained off. The infusion was later restarted on a new pump and the patient's rr had not changed. There was no patient harm.